Manufacturer narrative:
The snap clamp assembly (4040) was returned for evaluation. Failure analysis - evaluation of the snap clamp assembly found that the lower clamp body had come apart. The lower clamp was replaced due to it being damaged. The bearings were updated to the newer version. The snap bolt was replaced due to it being loose. General cleaning and maintenance was performed. Root cause - it was determined that the root cause of the fractured clamp was most likely that it was subjected to higher stress than the clamp could withstand, over a long period of time. This is evidenced by the outdated bearings and the loose snap bolt; in addition to the condition of the clamps and the assembly as a whole being in need of maintenance. Based on this root cause determination and the risk assessment, no further action or investigation is planned. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the snap clamp assembly (4040) broke during a vascular procedure. It was reported that the clamp broke in multiple pieces when it was being removed from the frame. An x-ray was ordered to confirm that no parts dropped into the patient; no parts were visible on x-ray. Staff stated they did not see any other parts on the floor or around the patient. The incision was closed. There were no problems or complications with the patient. No surgical delay was reported.